Event description:
A male patient and his wife reported, via cordis medical affairs, that he had three cypher stents placed in unknown vessels due to a heart attack. Approximately two years later, he had another heart attack in his home and was taken to the hospital. He was told that all three stents were "closed." One stent was 99% closed. It was re-opened, and an abbott cobalt chromium stent was implanted. He stated that he was discharged the following day. At the time of the restenosis, the patient was taking metoprolol, lisinopril, isosorbide, and statins. The patient had discontinued plavix and aspirin four days prior to the heart attack in order to have a tooth pulled. He said he is doing well now, and does not know of any other procedures that are planned.

Manufacturer narrative:
The sterile lot numbers for the devices are unknown therefore, a device history report review could not be conducted. With the limited information provided it is not certain whether this incident is a very late thrombotic event or restenosis. The wife reported that the heart attack occurred four days after discontinuing aspirin and plavix, suggesting that a thrombotic event may have occurred. In that case pharmacological factors would be considered a contributing factor to the reported event.